Event description:
The spring attachment for the acetabular flexible drill bent during the surgical procedure and is no longer functional. The pt was not harmed by the event. There was no delay in the surgical procedure.